Event description:
Customer reported several no delivery alarms during bolus deliverers. Customer's blood glucose was unknown. The customer declined to troubleshot. He also declined to return the insulin pump for analysis. No additional information provided.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).